Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump displayed repeated alert 38 motor stall errors and could not complete a rewind, with the actuator not fully retracting despite multiple restarts and replacement of cartridge, tubing, insulin, and sensor, leading to determination of a likely motor malfunction and initiation of a replacement. Symptoms included no reported adverse clinical effects. Outcomes included interruption of insulin delivery requiring device replacement and user education on start-up, cgm pairing, data sync, and device shutdown. Investigation included customer troubleshooting, verification of supplies and installation steps, device restart attempts, and assessment of actuator position. Investigation of this case revealed a probable motor stall consistent with a device mechanical malfunction of the drive system. It was concluded, based on previously established findings for similar reports, that the cause was an equipment failure related to a motor or actuator malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.